Event description:
According to the initial information received, an amplatzer septal occluder (aso) was implanted on (B)(6) 2009. The aso embolized shortly thereafter and it was surgically removed. Post-surgery, the patient experienced severe right hand pain from an ischemic event and subsequently, underwent surgical compartment release of the right hand. Following hand surgery, the patient developed dysphagia, some visual changes and other signs of brain injury. The patient was diagnosed with a stroke and /or heart attack.

Manufacturer narrative:
Procedural images received included fluoroscopic images of balloon-sizing and the device-closure procedure. Review of the images and cath report by sjm's medical consultant indicated the 28mm aso was in place but did not document the cause of the embolization. Due to the lack of availability of echocardiographic images, the cause of the embolization remains unknown.

Manufacturer narrative:
When our investigation is complete, a supplemental report will be sent.